Event description:
The homecare provider (hcp) reported the following info: (1) the hcp filled the hcp fille the h-36 from a source tank. (2) the h-36 quick connect froze open after fill and leaked all the contents. (3) the h-36 quick connect reportedly froze open on another occasion after a portable unit was filled. (4) no injury occurred during the incidents.